Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the cable was missing from the meter kit. A replacement cable was sent to the customer. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.